Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 521 mg/dl. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis. The customer was treated with manual insulin injections. It was reported that the customer showed symptoms consistent with high blood glucose levels including vomiting, a weird taste in his mouth, and frequent urination. Troubleshooting was done. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer also reported a hospitalization six or eight months ago wherein the customer had low blood glucose levels of 28 mg/dl. The health care professional of the customer adjusted the basal rates on the insulin pump. No additional information was provided.